Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. The insulin pump was received with scratches on the lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 430 mg/dl. Customer advised their blood glucose may have been high as a result of drinking juice the night before. Customer advised when they removed the cannula there was blood at the site. Customer felt sick and nauseous as a result of high blood glucose levels. Customer treated their high blood glucose with manual injections and removed the insulin pump. Customer experienced moderate diabetic ketoacidosis. Customer's alarm history showed low reservoir and no delivery. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.